Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2007 and (B)(6) 2009. A sling, bard avaulta and bard align mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with enterocele repair, anterior/posterior repair due to 3rd degree cystocele and rectocele, enterocele and stress urinary incontinence. It was reported that the patient underwent release of vaginal graft on (B)(6) 2008 due to urethral obstruction, pelvic pain, chronic cystitis and graft erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.